Event description:
Received an initial electronic report that stated the pt has a reaction to the dialyzer. It was reported the pt experienced shortness of breath, was itchy and paniky. The reporter of event was contacted in december 2005. A request for treatment sheets and additional info was requested at that time. Nine weeks later additional verbal info was received. According to reporting rn, this pt is new to dialysis. The rn reported that for this treatment, this pt reported/exhibited symptoms of shortness of breath, itching, anxiety, paniky and agitation. According to the treatment sheets, the pt started treatment and within 45 mins after starting dialysis, the pt felt hot and reported she had a headache since the onset of dialysis. The md was notified and new orders were given for solu-cortef and diphenhydramine IV. The pt was medicated. The pt reported she felt "okay." Vital signs remained stable for the duration of the treatment. The pt also reported left leg dullness. The md was notified again and new orders were received to discontinue dialysis treatment. All blood was returned to the pt and the pt was discharged from the unit. A sample is not available.